Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to patients appointment.

Event description:
It was reported that the patient experienced increased pain, sensitivity and discomfort localized at the implantable pulse generator (ipg) pocket site. The patient had used lidocaine patches, however, the pain became so severe that it resulted to patient visiting the emergency department (ed). The patient received a numbing injection that provided temporary relief, but symptoms have recurred. An x-ray was performed which showed that the ipg was in position.